Event description:
It was reported that an enteral feeding syringe component did not attach to a feeding tube.

Manufacturer narrative:
It was reported that an enteral feeding syringe component did not attach to a feeding tube. According to the reporting facility, they "were pushed together but not connected so when syringe was lifted, the feeding tube flew off and fell on the ground." No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No photo or physical sample was provided for evaluation, however, it was determined that the reported problem/issue was likely due to an assembly issue during manufacturing. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.